Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two patients were admitted under the cjw medical center instead of the current hospital account (johnston-willis). A technical support specialist found that the devices were still synchronized to the cjw medical center and needed to be re- synchronized to the current hospital account to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient that was not crossing over to station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.